Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital (B)(6).

Event description:
It was reported, the video system center had a b30 (scope communication error) occur when connecting multiple vh model mirrors, but the image is normal when connecting vt2 mirrors. The issue occurred during preparation for use for a diagnostic ear, nose, and throat examination. The procedure was completed with a similar set of devices. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be the result of damage caused by fatigue due to repeated operation or external strong impact. Olympus will continue to monitor field performance for this device.